Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was 150 mg/dl. The customer was unable to troubleshoot, but stated that the pump was fully charge before the issue was reported. Tandem technical support instructed the customer to monitor battery performance,